Event description:
Failure to alarm: after 36hours there was an infiltration visible and a lot of accumulation in the soaked bandage. No alarm was heard. The pressure was at the right pressure.

Manufacturer narrative:
.